Event description:
It was reported that the bed allegedly had unintended motion while the patient was in the bed. No patient injury was reported and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed allegedly had unintended motion while the patient was in the bed. Follow-up submitted with investigation results which determined there was an alleged fowler collapse due to missing fowler fasteners on the fowler link.unit was scrapped.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bed allegedly had unintended motion while the patient was in the bed. No patient injury was reported and no clinically relevant delay in treatment was reported.